Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der states demarcation at the cement/bone interface. The cement manufacturer is unknown. Update recd 1/18/2016- clinical der states tibial migration and loosening at the bone/cement interface. The cement manufacturer is still unknown. The patient still has not been revised. There is no new information that would change the current MDR decision. The complaint was updated on 1/20/2016. Update rec'd 02/09/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient has begun to experience increasing pain in their knee. Depuy cement was used on (B)(6) 2005. At this time there is still no indication the patient has been revised. Unknown depuy cement will be added to the complaint. The complaint was updated on: 03/03/2016 update rec'd 9/7/2016- clinical der states patient has been revised to address tibial and femoral loosening at the cement/implant interface. Poly wear was also reported. The insert and femoral components are being added to the complaint. The complaint was updated on 9/16/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd-9/28/2016 & 10/3/2016: medical records received. After review of the medical records for MDR reportability the revision operative note indicated metallosis at the stem/implant junction at both the tibial and femoral components, instability, discomfort, osteolysis, tibial/femoral component loosening at the cement/implant junction, both stems were loose, and the patella had a little wear, but wasn't revised. A crack occured at the anterior cortex while removing the cement. Both stems, bolt, and patella are now being added to the complaint. It should be noted that the primary operative note indicates several batches of cement, but no part/lot has been provided. At this time the cement is being left as a quantity of one.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided sigtibcemstm 13x30 1.5/2/2.5/3 (product code 866401, lot number 325024) found an additional report and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (325024). A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.